Manufacturer narrative:
Explant was reported due to a regurgitation caused by a torn leaflet. The investigation found that leaflets 1 and 3 were torn. There was fibrous pannus ingrowth on the inflow surface of leaflet 3 and on the outflow surface of leaflet 2. All three leaflets were fibrotically thickened. No inflammation or significant calcifications were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tear and pannus could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Event description:
On (B)(6) 2013, a 23mm trifecta valve was implanted. In 2015, tte had no significant findings. In (B)(6) 2017, tte revealed small transvalvular leak. On (B)(6) 2019, the patient presented with severe aortic regurgitation and tte confirmed transvalvular aortic regurgitation due to torn leaflet (location unknown). On (B)(6) 2019, the patient underwent redo avr with a non-abbott valve via median sternotomy. The patient is reported to be discharged and mainly uneventful recovery.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2013, a 23mm trifecta valve was implanted. In 2015, tte had no significant findings. In (B)(6) 2017, tte revealed small transvalvular leak. On (B)(6) 2019, the patient presented with severe aortic regurgitation and tte confirmed transvalvular aortic regurgitation due to torn leaflet (location unknown). On (B)(6) 2019, the patient underwent redo avr with a non-abbott valve via median sternotomy. The patient is reported to be discharged and mainly uneventful recovery.